Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. A supply change was performed and a correction bolus via the pump was delivered to address the bg level. The contact assisted the customer with performing the supply change and delivering insulin to the customer. Recommendation was made to consult with their health care provider to discuss diabetes management.